Event description:
St. Jude medical implantable defibrillator model number ICD 1207-36, (B)(4), implanted (B)(6) 2009. Rva model number 712160, (B)(4). Shocked me three (3) times within 20 minute period. Hospital turned off ICD and replaced lead with two new leads and a new double lead defibrillator. Was told there was nothing wrong with my heart, just the product. Reason for use: heart failure, CABG x5.